Event description:
On (B)(6) 2013, the reporter contacted animas to report the pump gave an incorrect bolus dose of insulin to the patient. On (B)(6) 2013 the patient programmed the pump to give a 3.0 unit bolus, and claimed the pump continued to give her an additional 54 units insulin. The patient disconnected from the pump and infusion set and was treated by her husband with orange juice and a glucagon injection. The patient¿s blood glucose level was 45 mg/dl and she experienced the symptoms of shaking and feeling hot. The patient was advised to go to the emergency room for monitoring. The issue was not resolved with troubleshooting. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hypoglycemia after an increased infusion of insulin via the pump, and received treatment with glucagon and food. Therefore this complaint is being reported.